Event description:
Dealer stated that the hardware (bolts) for the loshear recliner option on the solara3g wheelchair strip out and cause issues with the back. The 3g hardware continues to back out, round/loosen, and strip out.